Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an open procedure, the thread broke while tying down the knot on venus purse string in cv procedure. Used an additional suture to over sew the venus purse string to complete the procedure. No patient injury has been noted.